Manufacturer narrative:
The returned device was evaluated and the pod was received with the needle mechanism assembly deployed. The exposed soft cannula was observed to be kinked. The exact time and cause of the soft cannula damage could not be determined. Inspection of the download and patient history buffer (phb) data found no issues with insulin delivery. During fluid path testing, the fluid had no issues traveling the complete fluid path and no leaks were observed despite the observed soft cannula damage. No problem was found regarding the reported not sure delivering insulin event. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone16.1. Cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level rose to 271 mg/dl while wearing the pod for longer than 48 hours.